Event description:
Patient reported that device was not working well and stopped helping their symptoms. Patient did not feel the stimulation from implantation and device was not on too. Patient turned the therapy on and they felt the stimulation. Patient reported that recently they visited the magnetic factory shortly before therapy quit working. Patient used the patient programmer (pp) but it did not power up at first. Patient then replaced the batteries and patient programmer worked. Patient had not use the pp since implantation and they were wondering how it got turned off. At first patient saw the lightning bolt. But when they pressed on the plus button then it showed the screen to turn ins on. Patient turned ins back on and confirmed they now felt stimulation and said they would like to stay at 2.0 v. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.